Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Title: transcatheter aortic valve implantation with a direct flow medical valve in a patient with severe aortic regurgitation due to degenerated aortic stentless bioprosthesis citation: international journal of cardiology 182 (2015) 267¿270 authors: vasileios f. Panoulas, azeem latib, antonio colombo date of e-publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review that a patient underwent a procedure to implant a medtronic 23-mm stentless aortic root bioprosthesis (serial number not provided) in the year 2000. The patient's medical history also included hypertension, hypercholesterolemia, coronary artery bypass surgery, carotid endarterectomy, and femoro-femoral crossover bypass due to occluded left common iliac artery. In an unreported post-implant time frame (however likely several years post-implant), the bioprosthesis was noted as degenerated with retraction of the non-coronary cusp and prolapse of the right coronary cusp resulting in severe aortic regurgitation. The (B)(6) female patient then underwent an intervention in which a non-medtronic transcatheter bioprosthetic valve was successfully implanted valve-in-valve. No additional adverse patient effects were reported.